Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
A report was received that stated while the device was in use, the smell of smoke was noted. The device was removed from service. Their was no pt harm or serious adverse event.